Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the canister. Customer loaded a new cartridge to address the issue. Additionally, it was reported that an occlusion alarm occurred. No additional information was provided and the customer declined troubleshooting with tandem technical support. There was no adverse impact to the customer's blood glucose level.